Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. No patient information provided during the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that during a case the tracer probe would not track or display as an instrument. The site tried multiple ports and the patient tracker tracked without issue. The site stated that the instrument was previously used in other cases. The site did not have any other probes available for registration, so navigation was aborted. The site was requesting system checkout as they claimed this has happened before. The site experienced less than 1-hour delay. There was no reported impact to patient outcome.

Manufacturer narrative:
Correction: brand name and model number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The issue was unable to be replicated. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the cause of the probe not tracking was using a previously used disposable/single use device again and that the account did not have anymore disposables.